Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Troubleshooting for high blood glucose reading was not performed. Customer also reported leak on the infusion set. Customer insulin pump will not be returning for analysis but infusion set will be returning for analysis.

Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
The information provided in common name & product code was incorrect with the initial report. The correct information has been provided with this report.